Event description:
The customer reported obtaining a "sample ID (identification) read error" from the beckman coulter au480 clinical chemistry analyzer while using rack number three (0003). The customer stated that results from sample 0003-1 (rack ID - sample position) was assigned to sample 0003-2, and result from sample 0003-2 was assigned as 0003-3. The instrument then generated "sample ID read error (0003-3)" for results of sample 0003-3. The erroneous results were not released outside the laboratory and there was no change or affect to patient treatment in connection with this event. The customer stated that quality control (qc) results prior to and following the sample run were within the established accuracy and precision. The customer was running barcoded samples and had no issues until the customer used rack number three (0003). The customer confirmed that no other samples were affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument stated that the first sample in rack 0003 did not detect a sample tube and therefore did not identify a sample ID. Sample number 2 was detected as sample number 1 on the rack. The sample ID was recognized but the name associated with the ID was detected as the previous non-identified sample. The same mis-identification occurred for sample number 3. Sample number 4 was detected as the sample number 3 but the barcode label could not create a proper labeling which led to the generation of "sample ID read error (0003-3)". The fse removed and replaced the rack transfer unit (cg assembly) to troubleshoot the issue; however, investigation is ongoing and the cause of the event is unknown.